Event description:
The surgeon attempted to insert an aa203tl silicone toric plate lens and the lens tore while advancing in the cartridge.the lens was not implanted but there was patient contact.the reporter believes the incident was due to a technical error during the loading process.another toric lens was implanted.there was no patient injury.